Event description:
The pt (B)(6) was implanted with two percutaneous leads for left side cluster headache (off-label). It was reported the pt was not receiving effective stimulation coverage on the right. An x-ray was taken for further interrogation revealing migration for the pt's right lead. Surgical intervention was undertaken to reposition the lead in question.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.